Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the permanent cautery hook instrument and subsequently was not used on a patient. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a segment of the instrument's conductor wire had been dislodged and was exposed on the outside of the yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity testing. Failure analysis investigation also found the following additional damages: the instrument's yaw pulley was broken and was missing a piece at the same side of the dislodged conductor wire. Failure analysis concluded that the damage may be due to mishandling/misuse. In addition, the instrument's conductor cap was broken. The conductor cap that secures the conductor wire was missing and no longer present with the instrument. Failure analysis concluded that the broken conductor cap may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the additional finding of the broken yaw pulley with missing material along with the missing conductor cap found during failure analysis if to recur could cause or contribute to an adverse event.